Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ring would fall out of the trial head and would not lock in place. Surgical delay is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the ring would just fall out of the trial head and did not want to lock. It was unknown if there was any surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the bipolar trl retaining clip 28 [205516000/hw91137] dimension appearing to be out of specification (diameter too smaller). A functional test could not be performed as the mating device was not returned. However, the out of specification condition can be contribute to the device interaction allegation. A dimensional inspection was performed for the bipolar trl retaining clip 28 and not met specifications according to (B)(4) rev e manufactured. The result of the measured dimension was smaller (1.2725 in) comparing with the specification measure (1.3420 in). Refer attachment "pal ¿ (B)(4) photos taken by (B)(6), (8-25-2023)" to results. The overall complaint was confirmed as the observed condition of the bipolar trl retaining clip 28 [205516000/hw91137] would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. ************************************************************************* drawing/specifications reviewed? (B)(4) rev e current & manufactured device history lot: a search of the depuy nonconformance (nc) quality system found no past nc¿s associated with this product/lot combination. An nc (B)(4) has already raised to address the current complaint condition.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. And stated, that it would not stay engaged in the head. The retaining ring would fall out of the head without being squeezed. There was a surgical delay reported, but only for 2-3 minutes, while another tray was opened. No adverse consequences were reported. Surgery was completed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.